Event description:
Customer reported that a scratchy noise was coming from the monitoring computer of a css console. During the normal automatic reboot process that occurs every two weeks, the laptop computer did not complete the reboot process. The customer also reported that all other aspects of the css console were functioning normally and that the patient was doing well. The patient was switched to a backup css console. There was no patient impact. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.